Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that one bluselect suction-aid has a crack in the coupling for the suction-aid. There was patient involvement, but no injury. The cannula was changed.